Event description:
A customer reported receiving an err4 message on their locked freestyle flash meter. Troubleshooting of the meter indicated that the unit of measure could be changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.